Manufacturer narrative:
As reported, during an antegrade ureteric stenting procedure the outer coating of the emerald diagnostic guidewire (amplatz .035 fc str ss 150cm ptfe) had become separated from the inner core of the wire. There was no reported patient injury. Initially the physician used this wire to try and gain access to the patient's bladder via ureter. When exchanging the wire, the physician pulled the wire out to find that the outer coating of the wire had become separated from the inner core of the wire. One non sterile unit of dgw.035 fc str ss 150cm ptfe was received for analysis. Per visual analysis, the core wire was found separated/separated at the guide wire distal section and the coiled wire was found unraveled form the core wire at the distal end of received unit. No other anomalies were found. The unit was sent to sem analysis in order to find the potential cause of the core wire separation and results showed that the samples presented evidence of smearing and ductile dimples at the separated areas. The evidence of ductile dimples suggests that a tensile overload event occurred prior to the separation of the core wire. Additionally, the smearing evidence could also suggest torsion force applied and a device manipulation that led the material to separation. There were no other anomalies found during sem analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the above-mentioned lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported ¿coating separated in patient¿ was confirmed through analysis of the returned device since the device was received with the coiled wire unraveled from the core wire. However, the exact cause of the failure reported could not be determined during analysis. Based on the limited information available for review, handling (such as pulling and excessive torquing) factors likely contributed to the issues reported as evidenced by the smearing and ductile dimples noted during sem analysis. According to the instructions for use (IFU), which is not intended as a mitigation, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for signs of damage. Do not use a guidewire that shows signs of damage. Never push, auger, withdraw, or torque a guidewire that meets resistance. Stop the procedure. Do not move or torque the guidewire. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur.¿ neither the device history record (DHR) review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot (35232046) presented no issues during the manufacturing process that can be related to the reported event.

Event description:
As reported, during an antegrade ureteric stenting procedure the outer coating of the diagnostic guidewire (amplatzs .035 fc str ss 150cm ptfe) had become separated from the inner core of the wire. There was no reported patient injury. The product will be returned for analysis. Initially the physician used this wire to try and gain access to the patient's bladder via ureter. When exchanging the wire, the physician pulled the wire out to find that the outer coating of the wire had become separated from the inner core of the wire.